Event description:
Customer reported two motor errors on her insulin pump. Customer's blood glucose was 173 mg/dl. The alarms occurred during bolus delivery when she was trying to correct for a high over 300 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.